Event description:
Complainant alleged that the clinicians were attending pt (age unknown) who had coded. The device paddles were selected, and the physician received a pt heart rhythm through the paddles. The pt was presenting a ventricular fibrillation heart rhythm. The physician twice attempted to defibrillate the pt, but the device would not discharge. The emt's also attempted to defibrillate the pt two times, but again the device failed to discharge. The clinicians then obtained another device and successfully defibrillated the pt. The complainant indicated that the pt expired the following day.